Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ blood clot") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), back pain ("back pain") and premature menopause ("menopause at 39"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and premature menopause outcome was unknown and the genital haemorrhage had resolved. The reporter considered back pain, genital haemorrhage, migraine, pelvic pain and premature menopause to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: premature menopause. Most recent follow-up information incorporated above includes: on 1-mar-2018: information received from social media: reporter information, patient¿s demographic information updated. Event blood clot was clubbed with previously reported event. Event premature menopause was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), seronegative arthritis ('sero negative r a'), genital haemorrhage ('abnorrnal bleeding/ blood clot') and blindness ('loss of vision') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage and ectopic pregnancy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness (seriousness criterion medically significant) with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced adhesion ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced seronegative arthritis (seriousness criterion medically significant), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), fatigue ("fatigue"), post procedural contusion ("I don't see a lot of bruising my removal was friday") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain had resolved, the seronegative arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, weight increased, blindness, post procedural contusion, adhesion and scar outcome was unknown and the dyspareunia and arthralgia had not resolved. The reporter considered adhesion, arthralgia, arthritis, back pain, bladder disorder, blindness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, post procedural contusion, premature menopause, rash, scar, seronegative arthritis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion . Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media - reporter information and event "I don't see a lot of bruising my removal was friday" added. On (B)(6) 2019: fu 3 and 4 process together, plaintiff fact sheet received¿ medical history, concomitant medication and events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), sero negative r a, inflammatory arthritis, fibromyalgia, bladder or urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: the implant caused me to go into menopause, migraines, headaches, rashes, vision/eye problems type:had perfect vision beforehand essure now require glasses with bifocals, vision loss weight gain, adhesions noted at the time of hysterectomy / intestines adhered to left tube, essure micro-insert implanted in patient with only one fallopian tube, left ovary and left side of uterus, scar tissue"were added, essure model no. Change to 305. Event outcome of migraines, back pain and pelvic pain was updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis'), device dislocation ('I only see one coil too/ migrating and missing coil'), rheumatoid arthritis ('sero negative r a'), genital haemorrhage ('abnormal bleeding/ blood clot') and blindness ('loss of vision') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to april 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, cholecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness (seriousness criterion medically significant) with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, weight increased, blindness, post procedural contusion, pelvic adhesions and scar outcome was unknown and the dyspareunia and arthralgia had not resolved. The reporter considered arthralgia, arthritis, back pain, bladder disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, rash, rheumatoid arthritis, salpingitis, scar, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up received on 18-oct-2019 it was detected that this record was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-10593) and record # (B)(4) (medwatch 3500a MFR number 2951250-2019-114639) which both will be deleted after all information was transferred to this case # (B)(4) which will be retained. New: social media reporters were added. New event device dislocation added from case (B)(4) . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis'), rheumatoid arthritis ('sero negative r a'), genital haemorrhage ('abnormal bleeding/ blood clot') and blindness ('loss of vision') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2016 to april 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, cholecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In january 2016, the patient had essure inserted. In january 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness (seriousness criterion medically significant) with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), fatigue ("fatigue"), post procedural contusion ("I don't see a lot of bruising my removal was friday") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain had resolved, the salpingitis, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, weight increased, blindness, post procedural contusion, pelvic adhesions and scar outcome was unknown and the dyspareunia and arthralgia had not resolved. The reporter considered arthralgia, arthritis, back pain, bladder disorder, blindness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, rash, rheumatoid arthritis, salpingitis, scar, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy.. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device.. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Event chronic salpingitis was added from mr. Lab data was added. Concomitant conditions, historical conditions and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis'), device dislocation ('I only see one coil too/ migrating and missing coil'), rheumatoid arthritis ('sero negative r a'), genital haemorrhage ('abnorrnal bleeding/ blood clot') and blindness ('loss of vision') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2016 to april 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness (seriousness criterion medically significant) with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus"), endometriosis ("endometriosis") and gastrooesophageal reflux disease ("acid reflux issues since having essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, weight increased, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain, endometriosis and gastrooesophageal reflux disease outcome was unknown and the dyspareunia and arthralgia had not resolved. The reporter considered arthralgia, arthritis, back pain, bladder disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, rash, rheumatoid arthritis, salpingitis, scar, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy.. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device.. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. New event acid reflux was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ blood clot") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), back pain ("back pain"), premature menopause ("menopause at 39"), paraesthesia ("tingling in leg") and hypoaesthesia ("numbness "). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain, premature menopause, paraesthesia and hypoaesthesia outcome was unknown and the genital haemorrhage had resolved. The reporter considered back pain, genital haemorrhage, hypoaesthesia, migraine, paraesthesia, pelvic pain and premature menopause to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: premature menopause. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received. Events tingling & numbness were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis'), device dislocation ('I only see one coil too/ migrating and missing coil'), rheumatoid arthritis ('sero negative r a'), genital haemorrhage ('abnormal bleeding/ blood clot') and blindness ('loss of vision') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2016 to april 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness (seriousness criterion medically significant) with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, weight increased, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain and endometriosis outcome was unknown and the dyspareunia and arthralgia had not resolved. The reporter considered arthralgia, arthritis, back pain, bladder disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, rash, rheumatoid arthritis, salpingitis, scar, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case: new events added- uterine pain and endometriosis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis') and device dislocation ('I only see one coil too/ migrating and missing coil') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 (B)(6) 1990, (B)(6) 1995, (B)(6)2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2016 to april 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness ("loss of vision") with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis ("sero negative r a"), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorrnal bleeding/ blood clot"), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux issues since having essure"), abdominal pain upper ("stomach pain"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), depression ("depression"), mood altered ("moody"), menopause ("menopause"), ovarian cyst ruptured ("ovarian cyst burst"), bladder disorder nos ("fallen bladder"), vision blurred ("blurry vision"), dizziness ("dizzy"), hypoglycaemia ("hypoglyemia"), uterine inflammation ("inflammed uterus"), coital bleeding ("bleeding during sex"), feeling abnormal ("brain fog"), nausea ("nauseaneous"), tinnitus ("tinnitus"), abdominal distension ("bloated"), dysgeusia ("metallic taste"), procedural pain ("post procedural pain"), dyspepsia ("heartburn"), bladder prolapse ("fallen bladder"), urticaria ("hives"), uterine enlargement ("swollen uterus"), tooth disorder ("bad teeth"), hyperhidrosis ("extreme sweating"), memory impairment ("forgetfulness"), stress ("stressed out") and anxiety ("worried") and was found to have weight increased ("weight gain") and weight decreased ("I have lost 31 pounds"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, back pain and abdominal pain upper had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain, endometriosis, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, depression, mood altered, menopause, ovarian cyst ruptured, bladder disorder nos, vision blurred, hypoglycaemia, uterine inflammation, coital bleeding, nausea, tinnitus, abdominal distension, dysgeusia, procedural pain, dyspepsia, bladder prolapse, urticaria, uterine enlargement, tooth disorder, hyperhidrosis, weight decreased, memory impairment, stress and anxiety outcome was unknown, the dyspareunia and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, bladder prolapse, blindness, coital bleeding, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, hypoglycaemia, memory impairment, menopause, menorrhagia, migraine, mood altered, nausea, ovarian cyst ruptured, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, procedural pain, rash, rheumatoid arthritis, salpingitis, scar, stress, tinnitus, tooth disorder, urinary tract disorder, urticaria, uterine enlargement, uterine inflammation, uterine pain, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight decreased, weight increased and bladder disorder nos to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it discrepancy noted for essure insertion date- 2005, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy.. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- weight decreased, forgetfulness, stress, worry. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis') and device dislocation ('I only see one coil too/ migrating and missing coil') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6)2015, perimenopause on (B)(6)2015, overweight, multigravida, parity 3 (B)(6)1990, (B)(6)1995, (B)(6)2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2016 to (B)(6)2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness ("loss of vision") with visual impairment. On (B)(6)2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6)2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis ("sero negative r a"), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ blood clot"), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux issues since having essure"), abdominal pain upper ("stomach pain"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), depression ("depression"), mood altered ("moody"), menopause ("menopause"), ovarian cyst ruptured ("ovarian cyst burst"), bladder disorder nos ("fallen bladder"), vision blurred ("blurry vision"), dizziness ("dizzy"), hypoglycaemia ("hypoglyemia"), uterine inflammation ("inflammed uterus"), coital bleeding ("bleeding during sex"), feeling abnormal ("brain fog"), nausea ("nauseaneous"), tinnitus ("tinnitus"), abdominal distension ("bloated"), dysgeusia ("metallic taste"), procedural pain ("post procedural pain"), dyspepsia ("heartburn"), bladder prolapse ("fallen bladder"), urticaria ("hives"), uterine enlargement ("swollen uterus"), tooth disorder ("bad teeth") and hyperhidrosis ("extreme sweating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, back pain and abdominal pain upper had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain, endometriosis, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, depression, mood altered, menopause, ovarian cyst ruptured, bladder disorder nos, vision blurred, hypoglycaemia, uterine inflammation, coital bleeding, nausea, tinnitus, abdominal distension, dysgeusia, procedural pain, dyspepsia, bladder prolapse, urticaria, uterine enlargement, tooth disorder and hyperhidrosis outcome was unknown, the dyspareunia and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, arthritis, back pain, bladder disorder, bladder prolapse, blindness, coital bleeding, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, hypoglycaemia, menopause, menorrhagia, migraine, mood altered, nausea, ovarian cyst ruptured, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, procedural pain, rash, rheumatoid arthritis, salpingitis, scar, tinnitus, tooth disorder, urinary tract disorder, urticaria, uterine enlargement, uterine inflammation, uterine pain, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased and bladder disorder nos to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6)2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6)2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6)2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy.. Ultrasound scan vagina - on (B)(6)2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device.. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis') and device dislocation ('I only see one coil too/ migrating and missing coil') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness ("loss of vision") with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis ("sero negative r a"), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorrnal bleeding/ blood clot"), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux issues since having essure"), abdominal pain upper ("stomach pain"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), depression ("depression"), mood altered ("moody"), menopause ("menopause"), ovarian cyst ruptured ("ovarian cyst burst"), bladder disorder nos ("fallen bladder"), vision blurred ("blurry vision"), dizziness ("dizzy"), hypoglycaemia ("hypoglyemia"), uterine inflammation ("inflamed uterus"), coital bleeding ("bleeding during sex"), feeling abnormal ("brain fog"), nausea ("nauseaneous"), tinnitus ("tinnitus"), abdominal distension ("bloated"), dysgeusia ("metallic taste"), procedural pain ("post procedural pain"), dyspepsia ("heartburn"), bladder prolapse ("fallen bladder"), urticaria ("hives"), uterine enlargement ("swollen uterus"), tooth disorder ("bad teeth") and hyperhidrosis ("extreme sweating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, back pain and abdominal pain upper had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain, endometriosis, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, depression, mood altered, menopause, ovarian cyst ruptured, bladder disorder nos, vision blurred, hypoglycaemia, uterine inflammation, coital bleeding, nausea, tinnitus, abdominal distension, dysgeusia, procedural pain, dyspepsia, bladder prolapse, urticaria, uterine enlargement, tooth disorder and hyperhidrosis outcome was unknown, the dyspareunia and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, arthritis, back pain, bladder disorder, bladder prolapse, blindness, coital bleeding, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, hypoglycaemia, menopause, menorrhagia, migraine, mood altered, nausea, ovarian cyst ruptured, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, procedural pain, rash, rheumatoid arthritis, salpingitis, scar, tinnitus, tooth disorder, urinary tract disorder, urticaria, uterine enlargement, uterine inflammation, uterine pain, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased and bladder disorder nos to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device. Concerning the injuries reported in this case, the following one was reported via social media: premature menopause, contusion. Concerning injuries reported in this case the following one was described in patient medical records: joint pain, migraines, fatigue, chronic salpingitis, pelvic pain. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received. Reporter information added.event added- post-procedural pain. Fu 13 and 14 processed together. On 23-jan-2020: social media received. Reporter information added. New events: stomach pain, vitamin d deficiency, hair loss ,depression,moody,menopause,ovarian cyst burst,blurry vision,fallen bladder,brain fog, inflamed uterus,raynauds,bleeding during sex,nauseaneous,tinnitus,bloated,metallic taste, heartburn, fallen bladder, hives, bad teeth, swollen uterus, extreme sweating were added. Fu 13 and 14 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain / pain left side'), salpingitis ('chronic salpingitis') and device dislocation ('I only see one coil too/ migrating and missing coil') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure micro-insert implanted in patient with only one fallopian tube". The patient's medical history included dyslipidemia on (B)(6) 2015, perimenopause on (B)(6) 2015, overweight, multigravida, parity 3 ((B)(6) 1990, (B)(6) 1995, (B)(6) 2001), gerd, asthma, ovarian cystectomy, miscarriage, ectopic pregnancy, irregular periods, ovarian cyst, ovarian cyst, dysfunctional uterine bleeding, rectocele, cystocele, tonsillectomy, adenoidectomy, vaginal dryness, hot flashes, night sweats, urinary incontinence, mood change and libido decreased. Concurrent conditions included perineal pain, post coital bleeding, cervical contact bleeding, dyspareunia, disorientation, arthralgia, allergy (narcotic agent, nickel drug allergies, vicodin, ciiantix.), hypoglycemia, foggy feeling in head, adenomyosis, abdominal pain, pelvic adhesions and endometriosis of uterus. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 for birth control as well as cefixime (flexeril), celecoxib (celebrex), ciprofloxacin, colecalciferol (vitamin d3), cyanocobalamin, diclofenac, estradiol, estradiol (evamist), estrogens conjugated (premarin), omega-3-acid ethyl ester (lovaza), omeprazole, piroxicam, prednisone, sumatriptan and topiramate. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/ fatigue immediately as soon as implanted") and arthralgia ("joint pain"). In 2016, the patient experienced migraine ("migraines"), premature menopause ("menopause at 39/ hormonal changes describe: the implant caused me to go into menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes") and blindness ("loss of vision") with visual impairment. On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On (B)(6) 2017, the patient experienced pelvic adhesions ("adhesions noted at the time of hysterectomy / intestines adhered to left tube, left ovary and left side of uterus"). In 2017, the patient experienced rheumatoid arthritis ("sero negative r a"), arthritis ("inflammatory arthritis") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnorrnal bleeding/ blood clot"), paraesthesia ("tingling in leg"), hypoaesthesia ("numbness "), post procedural contusion ("I don't see a lot of bruising my removal was friday"), scar ("scar tissue"), uterine pain ("pain in uterus"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux issues since having essure"), abdominal pain upper ("stomach pain"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), depression ("depression"), mood altered ("moody"), menopause ("menopause"), ovarian cyst ruptured ("ovarian cyst burst"), bladder disorder nos ("fallen bladder"), vision blurred ("blurry vision"), dizziness ("dizzy"), hypoglycaemia ("hypoglyemia"), uterine inflammation ("inflammed uterus"), coital bleeding ("bleeding during sex"), feeling abnormal ("brain fog"), nausea ("nauseaneous"), tinnitus ("tinnitus"), abdominal distension ("bloated"), dysgeusia ("metallic taste"), procedural pain ("post procedural pain"), dyspepsia ("heartburn"), bladder prolapse ("fallen bladder"), urticaria ("hives"), uterine enlargement ("swollen uterus"), tooth disorder ("bad teeth"), hyperhidrosis ("extreme sweating"), memory impairment ("forgetfulness"), stress ("stressed out"), anxiety ("worried"), toothache ("teeth pain") and vitamin b complex deficiency ("vitamin b deficiency") and was found to have weight increased ("weight gain") and weight decreased ("I have lost 31 pounds"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, back pain and abdominal pain upper had resolved, the salpingitis, device dislocation, rheumatoid arthritis, premature menopause, paraesthesia, hypoaesthesia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, arthritis, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, headache, rash, blindness, post procedural contusion, pelvic adhesions, scar, uterine pain, endometriosis, gastrooesophageal reflux disease, vitamin d deficiency, alopecia, depression, mood altered, menopause, ovarian cyst ruptured, bladder disorder nos, vision blurred, hypoglycaemia, uterine inflammation, coital bleeding, nausea, tinnitus, abdominal distension, dysgeusia, procedural pain, dyspepsia, bladder prolapse, urticaria, uterine enlargement, tooth disorder, hyperhidrosis, weight decreased, memory impairment, stress, anxiety, toothache and vitamin b complex deficiency outcome was unknown, the dyspareunia and arthralgia had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, bladder prolapse, blindness, coital bleeding, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, hypoglycaemia, memory impairment, menopause, menorrhagia, migraine, mood altered, nausea, ovarian cyst ruptured, paraesthesia, pelvic adhesions, pelvic pain, post procedural contusion, premature menopause, procedural pain, rash, rheumatoid arthritis, salpingitis, scar, stress, tinnitus, tooth disorder, toothache, urinary tract disorder, urticaria, uterine enlargement, uterine inflammation, uterine pain, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, weight decreased, weight increased and bladder disorder nos to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 158 lbs. Previously reported insertion date was (B)(6) 2006 left side was essure implant 2017. She had one ovary left side and doctor agreed with her cyst history it was best to take it discrepancy noted for essure insertion date- 2005, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2007: final diagnosis: endometrial biopsy: early secretory endometrium; on (B)(6) 2017: final diagnosis: uterus, cervix, left fallopian tube; hysterectomy: uterus (76 grams) with proliferative endometrium and adenomyosis. Chronic cervicitis. Left fallopian tube with hemosiderin laden macrophages suspicious for endometriosis. Essure coil (gross exam only). No evidence of malignancy. Ultrasound scan vagina - on (B)(6) 2007: impression: the left ovary has a large follicle or a small, simple cyst measuring 3.4 x 2.8 cm. There is a linear echogenic line in the- left adnexa, probably representing the essure device. Concerning the injuries reported in this case, the following one/ones were reported via social media: teeth pain, vitamin b deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu21+fu22+fu23 processed together. Social media report: reporter information and new events teeth pain and vitamin b deficiency added. On 20-mar-2020: fu21+fu22+fu23 processed together. On 20-mar-2020: fu21+fu22+fu23 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.